Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Based on the information received with the reported event, there does not appear to be any indications of an issue with the quality of the product. A definitive cause of the event could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents/requests reported from this lot.

Event description:
It was reported that a physician trained in the use of the prostar xl device achieved hemostasis of a femoral artery after an interventional procedure. Reportedly, while rewiring the device, the tip of the stiff non-abbott guide wire became caught in the device and as the guide wire exited the prostar xl, it began to loop. The guide wire was removed and another guide wire was used. The sutures achieved hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.